Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced but failed to cross the lesion. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.